Manufacturer narrative:
After physio-control had evaluated the battery, the device was returned to physio-control for evaluation as well. Physio-control evaluated the device, but could not observe any malfuctions. Proper device operation was observed through functional and performance testing. The device had four bars in the battery fuel gauge indicator and showed ok in the readiness display. It was observed that the device would charge and shock defibrillation energy. Multiple monthly self-test cycles were performed and it was observed that the battery charge level remained at full.

Event description:
It was reported to a physio-control service representative that the customer's device would power off directly after it was powered on. The customer reported that the device's battery gauge indicator went down from 3 bars to 0 bar within 1 week. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The battery was depleted. From the downloaded device data a sudden battery failure was observed. A new battery was provided to the customer under warranty. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the battery and observed that it had 1 flashing led on the battery fuel gauge indicator. It was observed that the battery was first installed on 7/8/2011, had a total on time of 17 min and no shocks had been delivered with it. No battery malfunctions could be observed.